Event description:
Product analysis was approved for the generator. An interrogation and a system diagnostic test were performed. The device output signal was monitored for more than 24-hrs and a comprehensive automated electrical evaluation (shows an ifi=no condition) was performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator.

Event description:
The suspect device was received into product analysis. Product analysis has not yet been completed.

Event description:
It was reported that the patient had been experiencing pain and underwent a replacement. While the physician initially suspected infection, after the battery was removed, no infection was seen. The suspect device has not been received to date. No additional relevant information has been received to date.